Event description:
It was reported that the patient suffered a transient ischemic attack four days after a complete system modification. The patient's symptoms resolved in the emergency room without therapeutic intervention. The event was determined to be procedure related. The device remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2014; 6935, lead, implanted: (B)(6) 2014. (B)(4).